Event description:
Information was received that patient changed their site and inserted a 9mm cannula. The pump immediately alarmed occlusion, and was unable to be cleared so the cannula was removed. No adverse effects reported.